Manufacturer narrative:
E1b event site name: (B)(6) hospital; the device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided.; additional information will be provided following the conclusion of the investigation.

Event description:
On 10th september, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated the device failed due to water leakage from the building's water tank, there were a signs of water in the equipment. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated the device failed due to water leakage from the building's water tank, there were signs of water in the equipment. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Device has been repaired by replacement of defective parts. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the information provided the presence of water in the device is the result of a water leakage from the facility, it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device was performed to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.